Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead was admitted, and a lead revision was performed. Field representative had set up to check post revision and wanted to figure out of the timing for the daily measurements to see if pre or post revision. This rv lead remains in service. No additional adverse patient effects were reported.